Event description:
"Leaking oil" was stated on cusotmer repair paperwork. On follow up, it was reported that the oil leak was found after surgery. Hospital representative thought that somebody might have submerged and washed the motor in water and thought there could be water inside the motor. Rep just wanted to have the motor serviced before putting it back into the service. No pt injury occurred, no oil leaked into the pt.